Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringes with luer-lok¿ tips had issues with leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: 3 loose 10ml syringes were received. The syringes were all used with customer labels and tip caps attached. 1 syringe was found to have a crack in the barrel. 2 syringes were observed to have a skewed scale that resulted in missing print. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. Potential root cause for the scale marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringes with luer-lok¿ tips had issues with leakage. There was no report of exposure, injury, or medical intervention.